Manufacturer narrative:
Additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Manufacturer's investigation conclusion: the reported event of the controller shocking while connected to the mpu was not confirmed. A review of the log files spanned approximately 21 days (01feb19 - 14feb19 and 05may19 ¿ 14may19 and per time stamp). The present alarms do not offer an explanation for the reported shocks. The returned system controller, was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Further troubleshooting included connecting the controller to the mpu and running a hipot test. No sort of shocking was reproduced during testing. A root cause of the reported event cannot be conclusively determined or correlated with the controller through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial mpu that was exchanged is reported under MFR. Report # 2916596-2019-00809. This report is against one of the system controllers. The other system controller in use is reported under MFR. Report # 2916596-2019-02664. Approximate age of device- 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had been experiencing electrical shocks from his controller when connected to mpu. The mpu was exchanged. It was later reported the patient continued to have electric shocks when they come in contact with the system controller while it is connected to the mpu. The shocks are not experienced while connected to batteries. Initially it was reported there were no shocks while hooked to clinic power module. The patient experienced shocks on three different mpus. The mpus used included the patient's initial mpu, a loaner mpu to be used while the new mpu was ordered, and the new mpu. Both primary and back-up controllers are original and show some metal exposure from paint on the outer covering wearing off over time. It is only when the patient's skin contacts the exposed metal portions of the system controller that the patient feels the shocking sensation. The shock is described as constant, with increased intensity, the longer the patient maintains contact with the exposed metal on the controller. Patient describes the shock sensation to a similar feeling of touching a 9v battery to your tongue. After trying to isolate the occurrence to any single piece of equipment, the patient experienced the shocks while connected to the clinic power module. The shocks occur with both original controllers, connected to mpu at home and power module in clinic. After switching to a new system controller, patient did not experience shocks on mpu, clinic power module or batteries. The patient decided on their own to try to recreate the shocks with the new controller by using the screwdriver included in the controller box and touching the metal screws on the back plate. The patient touched their forearm to the screwdriver while it was contacting the screws and this caused the same shock sensation as previously reported. The patient was sent home with two new system controllers. No clinical adverse events were reported as a result of the shocks. Log file analysis observed a driveline disconnect which occurred from the system controller exchange. No other unusual events noted within the log files and the pump is maintaining the set speed. No additional information was provided.